Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was originally implanted in (B)(6). The patient has since relocated to this identified geography and sought a routine device check at which time the interrogation was unsuccessful. The programmer was illustrating an error and was unable to be resolved with the use of a second programmer unit. Although the patient has no symptomatic complaints, the physician expressed concerns over being unable to review stored device details.